Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that concerto coil premature detachment in catheter was encountered when advancing. The coil was removed from the patient by pullout together with wire. Medical or surgical intervention was not needed to prevent a permanent impairment of a function. It was reported there was no patient involvement. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pushwire was not bent or broken. There was no friction or difficulty during delivery, the physician did not reposition the coil or rotate the delivery pusher during the procedure. A continuous flush was administered during the procedure. Ancillary devices included tokai 1.9 fr microcatheter, boston transend 0.014 guidewire.